Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that a pacemaker dependent patient presented in clinic for a follow-up after feeling slight discomfort from skipped heart beats. Upon device interrogation, the patient's right atrial lead exhibited episodes of cross-talk resulting in pacing inhibition. In addition, no r-waves were also noted. Programming changes were made. The patient's condition was stable.